Event description:
It was reported when using the bd preset¿ syringe with attached needle the blood collector opened the package and found the cover missing. The following information was provided by the initial reporter. The customer stated: ¿when preparing the patient for arterial blood collection, the blood collector was opened and needle cover was missing.¿

Manufacturer narrative:
Investigation summary: material #: 364314. Lot/batch #: 2041496. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.